Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified iliac vessel. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured upon inflation. The device was removed and the procedure was completed with another mustang balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified iliac vessel. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured upon inflation. The device was removed and the procedure was completed with another mustang balloon catheter. No patient complications were reported. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm proximal to the proximal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.